Event description:
During evaluation of a luer activated valve, it was noted that the tube was sealed by the packaging machine. There was no patient involved. No additional information.

Manufacturer narrative:
(B)(4). During evaluation of a returned sample, visual inspection on the tube revealed seal marks present at the end of the disconnected tube. The tube internal diameter and the tube wall thickness were measured with a laser and were found to be within specification. The cause was determined to be due to a manufacturing issue. All appropriate personnel received updated training to address this condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.